Manufacturer narrative:
Batch review performed on 11 february 2019: lot 152565: (B)(4) items manufactured and released on 15-jul-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: mectacer reference 01.29.203 (k112115) biolox delta ceramic ball head 12/14 ø 28 size l +3.5 lot 161742: (B)(4) items manufactured and released on 11-may-2016. Expiration date: 2021-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 other similar reported events. Versafitcup dm reference 01.26.2852mhc (k092265) double mobility hc liner ø 52/28. Lot 157671: (B)(4) items manufactured and released on 04-apr-2016. Expiration date: 2021-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup 01.26.52mb (k083116) acetabular shell ø 52. Lot 160204: (B)(4) items manufactured and released on 25-apr-2016. Expiration date: 2021-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
About 2 years and 2 months after primary the surgeon revised all the patient hardware for infection. Antibiotic spacer inserted. The surgery was completed successfully.